Manufacturer narrative:
In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. The customer provided stryker with the available patient information. Patient fields in which information is not requested or provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device intermittently lost power, during patient monitoring. This issue has the potential to either delay, or prevent, defibrillation from being delivered. This issue is patient related; however, there was no adverse patient outcome reported.

Event description:
The customer contacted stryker to report that their device intermittently lost power, during patient monitoring. This issue has the potential to either delay, or prevent, defibrillation from being delivered. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was unable to duplicate the reported issue. The battery pins were replaced as a precaution. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device intermittently lost power, during patient monitoring. This issue has the potential to either delay, or prevent, defibrillation from being delivered. This issue is patient related; however, there was no adverse patient outcome reported.